Event description:
A customer reported an ongoing issue with the ise (ion selective electrode) tests when using the au680 clinical chemistry analyzer. The customer reported erroneous low sodium and chloride test results were generated for one patient sample. The erroneous test results were reported out of the laboratory. The physician questioned the results, and the sample was retested on another analyzer. Normal results for sodium and chloride were obtained and a corrected report was issued. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There was no death or injury, or affect to patient treatment reported for this event.

Manufacturer narrative:
On 10/06/2014, the beckman coulter field service engineer (fse) evaluated the ise (ion selective electrode) system following the ise troubleshooting checklist. The fse replaced the following parts: reference electrode, sodium, potassium & chloride electrodes, ise reference valve, a/d ise board, and replaced the ise tube set. Ise was primed and calibrated. Performance of a precision run (n=10) and patient sample comparison run with the alternate au680 analyzer in the laboratory provided acceptable %cv recovery and consistent sample results. No further ise issues have been reported. Conclusion: failure mode is unknown. Multiple parts replaced and several service activities were performed to correct the ise. No individual failure mode could be determined.